Manufacturer narrative:
Additional information was received that the physician opted to move the ipg pocket as the ipg was in an uncomfortable position.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved higher for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved higher for an unknown reason. The patient was doing well postoperatively.